Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The reported issue could not be confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was stuck in standalone mode. The site booted the hallway normally, they moved it into the room, but once they reconnected the image acquisition system (ias) and mobile view station (mvs) in the operating room (or) the ias would not leave standalone mode. Troubleshooting involved disconnecting and reconnecting the umbilical with no resolution. They tried rebooting the ias with no resolution. They rebooted the mvs with resolution, but it appeared to take longer than normal for the mvs to shut down. After rebooting the mvs, the system functioned normally and they used it for the case with no issues. There was less than an hour delay. No impact on patient outcome.